Manufacturer narrative:
The following other devices were listed in this report: unk triathlon cemented baseplate #4, cat# unk, lot unk. Unk triathlon ps insert, cat# unk, lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "revised due to knee pain".